Event description:
It was reported that there was a device malfunction with the physician's device, as it was not possible to click on the menu item with the pen for a while. It was additionally noted that there was no programming connection and it is not currently working. It took several times to disconnect and reconnect the handheld and click numerous times with the pen on the menu item. Per the report, the pi lost about an hour to program the patient; however, the issue was resolved.

Manufacturer narrative:
Type of device: name: corrected data: the initial report reported that the suspect device was the software. Information was received that the issue was related to the handheld.

Event description:
It was reported that no troubleshooting was performed because the physician did not contact the manufacturer for support. It was reported that when the handheld is powered on if the pen is not calibrated on the screen then the clicking on the screen with the pen is difficult. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional review of the information showed that the issue was that the physician did not align and calibrate the screen correctly with the stylus and as a result when the handheld was attempted to be used the calibration was off.